Manufacturer narrative:
This review had not indicated any safety issue. As of july 8, 2015, this was the only complaint reported for lot # 5rsf001: adverse event report. Genzyme biosurgery would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Additional information was received on july 9, 2015. The expiration date of the suspect product was added. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow-up dated july 15, 2015: the follow-up information received does not change the prior assessment of the case.

Event description:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsfoo1, with expiration date (04/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot 4 batch record review and lot number frequency analysis for lot # 5rsfo01, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals.

Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2015 from the physician. This case concerns a patient of unk demographics whose culture was positive for e.coli (escherichia coli infection and synovial fluid culture positive), had reaction and swelling of the knee and "aspirated the knee and pulled off 100 cc of fluid/ 45 cc more fluid was aspirated" while receiving treatment with synvisc one. No past drug, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number 5rsf001 and expiration date: not provided) into unspecified knee for knee pain. The same day, the patient had a reaction and swelling of the knee. On (B)(6) 2015, the patient's physician aspirated the knee and pulled off 100 cc of fluid. On (B)(6) 2015, 45 cc more fluid was again aspirated and it was sent to the lab and cultured. On (B)(6) 2015, the laboratory results came which showed culture positive for escherichia coli. Corrective treatment: not reported for all events. Outcome: unk for all the events. Seriousness criteria: important medical event (ime) for the event of culture was positive for e.coli (escherichia coli infection). A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 07-07-2015: this case concerns a patient of unk demographics whose culture was positive for escherichia infection after administration of synvisc one injection for knee pain. Although, the casual role of the drug cannot be denied completely, however, the lack of information regarding medical history, concurrent condition, concomitant medication and past drugs precludes a comprehensive assessment of this case.